Event description:
Dealer called stating that the two clips on the right side of the 96-2 shower chair have allegedly broke. These clips hold the backrest in place. Replacement being sent on warranty order #(B)(4). No injury.